Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of scratches on screen was not confirmed. The device evaluation found the screen blacked out occasionally, due to a defective circuit board (qb board). The screen display appeared normal. The customer's allegation of panel buttons malfunctioning was confirmed. The switches occasionally did not work due to a defective printed circuit board (bi board). Additionally, device evaluation found the bezel plate had scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus asset, high definition lcd monitor, screen had scratches and the panel buttons had malfunctioned. There was no procedure involved and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, "image blackout" was reproduced, and it occurred due to faulty circuit (qb) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.